Event description:
Literature review case: it was reported that the patient had postoperative vitreous hemorrhage. The hydroview iol was explanted in (B)(6) 2008 due to opacification.

Manufacturer narrative:
This event is from a literature case review. The lens will not be returned to bausch and lomb for evaluation. No additional information has been provided. This device is no longer manufactured by bausch and lomb.